Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, some staples were unformed, and some staples were formed in lumbricoid shape, and the others were formed as intended at the first firing on the duodenum. There was no difficulty in the firing. The staple height was blue. Additional suture was performed, and another device was used to complete the case. There were no adverse consequences to the patient. There is no problem with the patient¿s condition. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a45y. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload in the blue and green settings. The device fired and cut. Several malformed staples were noted in both firings. Further investigation shows that the anvil was not properly aligned. The condition observed in the anvil can contribute to the malformation of staples. Although no conclusion could be reach on what caused the condition on the anvil. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, a plastic jar with several unformed staples was received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Secondary device evaluation summary: the primary intent of the analysis was to determine if malformed staples noted were due to the anvil misalignment when the device was fired. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. Due to the visual misalignment noted, the distal portion of the device was CT scanned to quantify the misalignment specifically between the cartridge channel and the anvil channel. A reload was placed in the device to provide a pre-load onto the channels of the device. This best represents the condition the device would be in during firing, which is when malformed staples could be observed. A misalignment of 0.0384¿ was noted from the scans. Per findings in engineering study, a device that is misaligned greater than 0.017¿ in either lateral direction has the potential to produce malformed staple lines.